Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a low blood glucose level. Customer's blood glucose level at the time of the incident was 2.9 mmol/l. Customer reported that the their infusion set cannula was bent upon removal. Customer did not troubleshoot for the low blood glucose level. No product was expected to be returned.